Manufacturer narrative:
Investigation summary: one photo was received and evaluated. The photo showed a portion of a strip of safetyglide blisterpacks from cavities 17, 18, 19. The packages had the last digit of their expiration dates cut off. Request for additional information and physical samples was not responded to. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A potential root cause for the cut off expiration date on the package is associated with the packaging process. Two exception investigations ((B)(4)) were opened to determine the root cause and corrective actions for quality and for manufacturing for the defects identified on the line at the plant level. A CAPA initiation determination was initiated as a response to this complaint. New quality process includes tightened requalification criteria if this defect is found during production. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the cut off expiration defect is associated with the packaging process. The root cause for this issue is currently under investigation via (B)(4) exception process at (B)(4). A quality exception (B)(4) was completed end of aug 2020. New quality process includes tightened requalification criteria if this defect is found during production.

Event description:
It was reported that at least 1,500 bd safetyglide" needles experienced no label or missing label information. The following information was provided by the initial reporter: 1500+ needles found with variable data information chopped off on rhs. Both the lot number/ expiry date missing on some and on others just the expiry date. This looks like a supplier set-up issue where the ink transfer to the needle blister web has drifted from the central position. We are having to 100% inspect these and discard ones without a complete set of data. The new EU medical device regulation (EU MDR) requires that the manufacturer (bd) has to ensure that a unique device identifier (UDI) is present on each device. There is a very strong chance that thus UDI will also be cut off if the ink transfer wanders any further from the central position.